Manufacturer narrative:
Pump received with loose/protruded drive support disk. The pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test and displacement test. Unable to perform off no power test, self test, occlusion test, prime test and excessive no delivery test due to the compromised force sensor system alarm. Unable to verify failed battery test alarm due to the compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump alarmed compromised force sensor system. The customer blood glucose level was 420 mg/dl at the time of incident. Customer states insulin was squirting out during the manual prime process and the drive support cap was flush. Customer also stated that they changed battery and got insulin pump alarm while trying to rewind the pump during troubleshooting . The product will be returned for analysis.